Event description:
Procedure performed: laparoscopic gastric bypass. Event description: vessel clipping during laparoscopic gastric bypass. Clip could not be released, bleeding could not be stopped with this clip applier, but there was no impact on patients health. Took another working clip applier. Intervention: took another working clip applier. Patient status: no patient injury, patient is doing well.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.